Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: v-18 boston scientific. Inflation: medtronic. Sheath: cook 6 f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood on the balloon, consistent with being advanced into the anatomy. There was no contrast visible. The balloon was loosely folded, consistent with being inflated. There was no damage noted to the balloon catheter. The guide wire used during the procedure was not returned. During functional testing, a new .018 inch guide wire was advanced through the full length of the guide wire lumen while the catheter was straight then looped twice. There was no resistance noted. The reversible test was performed by pressuring the balloon catheter to rated burst pressure, then releasing to neutral pressure, the guide wire moved without resistance. Factors that can contribute to resistance with a catheter over a guide wire may include, but are not limited to, anatomical conditions, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire/catheter, blood and/or contrast build up, or damage to the distal shaft of the catheter. To help ensure this is not the result of a manufacturing deficiency, all dilatation catheters are checked for proper guide wire movement. In this case, the vessel was described as narrow, which may have contributed to the resistance, as the resistance could not be replicated during the returned device analysis. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lesion was narrow and located in the anterior tibial artery. A non-abbott guide wire became stuck in the fox sv balloon during the procedure. A new non-abbott guide wire was used with a new fox sv balloon without issue. No adverse patient effects were reported. No additional information was provided.